Event description:
The customer reports that the provue gave a negative result for a sample that was positive visually and in manual gel. No erroneous results were reported. (B)(4).

Manufacturer narrative:
On 5-23-2014 an ocd field engineer (fe) arrived at the customer site and verified the gripper adjustment. The fe performed a reader camera adjustment and generated a new reference image. Waddiag successfully passed. The fe verified cards pictures, all were acceptable. The customer ran qc and accepted results. The customer also ran the same sample manually and using the provue. The customer accepted repair. Repairs have returned this instrument to expected operation.